Manufacturer narrative:
Device evaluation: device evaluation anticipated but not yet begun. Device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Evaluation method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The customer reported the while performing an angiogram of the iliac, the male adapter breaks. No harm or injury reported. The customer is returning two used units for evaluation. The report numbers are: 1721504-2010-00132 - this report, 1721504-2010-00133.